Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on (B)(6) 2015 for further investigation. During the investigation the fse found connector to the wash syringe motor to be broken. The fse resoldered the connector and tested it and the results were good. Daily maintenance was performed and customer ran vitamin d quality control. All results were good and without any errors. Instrument is functioning as intended and was released. The most probable cause for this event is a broken connector to the wash syringe motor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 the customer reported washer pump motor on their aia-600ii. The customer performed a reboot of the instrument but the error is still occurring. Customer requested service in order to address the reported issue which resulted in delay reporting of results for e2, prl and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.